Event description:
(B)(4) sales reports, "pt having a CT procedure with contrast. IV access with a 22 gauge cannula in the back of the hand. We were injecting 75ml of optiray 350 prefilled syringe. The connecting tubing, ctl 150cm tubing. The injector is set to stop injecting if the pressure exceeds 300 psi. We were injecting at 2.5ml per sec. The contrast sprayed forcefully onto a staff member through the crack in the syringe before the stop injecting button was pushed." No reported injury.

Manufacturer narrative:
(B)(4) regional service engineer reports they were not called by hospital to evaluate this injector system. Engineer spoke with hospital's biomed staff at (B)(6) and confirmed the only issue they had with this injector was the syringe cracked while injecting. Hospital biomed found nothing wrong with the injector while using same injector on other syringes. Injector system has been returned to full service by the customer. A review of units service record shows no similar issues.